Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate shocks due to noise and oversensing on the right ventricular (rv) channel. No other information was provided. Approximately a year after being implanted, this ICD was explanted. No adverse patient effects were reported.